Event description:
Complainant alleged that while attempting to monitor the heart rhythm of a patient (age and gender unk) the device prompted a "defib/pacer failure" message. Complainant indicated that there was no adverse effect to the patient due to the reported malfunction. Please reference a similar report for a different patient on 1220908-2013-03418.

Manufacturer narrative:
Zoll medical corp has received the product and will be providing a follow up report when our investigation is completed.